Manufacturer narrative:
The insulin pump passed the rewind test, prime test, excessive no delivery test, self-test, and unexpected restart error test. Unable to perform the displacement test, basic occlusion, and occlusion test due to reservoir tube lip damage. The unit passed all operating currents tested within the spec range and passed the off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, missing end cap sticker, and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer called to report that the reservoir tube lip was broken and missing, and the reservoir would not stay locked in place in the reservoir compartment. The customer's blood glucose reading was 384 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.